Event description:
It was reported that the ilet issued a restart alert and then an ¿unable to proceed¿ message after a dry run, and the pump indicated consecutive stalled motor behavior consistent with an insulin delivery motor stall; a replacement device was arranged and shipment coordinated to the user¿s travel location. Symptoms included no reported adverse physiological effects. Outcomes included no injury, no medical intervention, and no change in clinical status. Investigation included customer interview and basic troubleshooting. Investigation of this case revealed a device malfunction related to stalled motor operation during insulin delivery. It was concluded that the event was attributable to a device mechanical or motor malfunction, and the user was provided a replacement device.